Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified cartridge alarm occurred shortly after the load sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injection for insulin therapy.